Event description:
It was reported that the right ventricular lead exhibited oversensing which resulted in pacing inhibition. The lead was capped and replaced. The patients condition was excellent following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.